Manufacturer narrative:
Additional, corrected, and/or changed data: h10.

Event description:
No additional information.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.55ml of juvéderm® volbella® xc in the lips. Hcp reported the patient received half a syringe of juvéderm® volbella® xc six months prior with no adverse event. Patient developed hardness in the lips and "possible nodules" 4 weeks post-injection. Patient was treated with hylenex. Symptoms are ongoing. This relates to the first injection of juvéderm® volbella® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.